Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported alarm - error codes / messages. Error 242.4030. Logic board needs to be replaced. There was no patient involvement.

Event description:
The customer reported alarm - error codes / messages. Error 242.4030. Logic board needs to be replaced. There was no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported alarm - error codes / messages. Error 242.4030. Logic board needs to be replaced. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced air in line due to 242.4030 error, replaced bezel assembly, front door, sear latch, membrane frame, iui right side, verified logic board ok. A review of the device history record for (B)(6) was performed from date of manufacture 06/20/2004 to present date 01/20/2021, and note that this device has been returned for service once, without correlation to the customer reported issue or service repair. A complete production failure review was not performed because the device was manufactured prior to july 1, 2004 ¿ the implementation date of the erp system. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the ail sensor assembly causing error code 242.4030. During servicing we identified a faulty door closure which constitutes a reportable malfunction. There was no patient involvement. ¿the failures leading to motor stall (error code 242.4030) was confirmed and replicated during testing. ¿review of the pump module error logs confirmed motor stall error code 242.4030.0 (motor_stall_failure) was present in the logs. ¿internal inspection confirmed optical sensor (op1) was damaged on the air-in-line sensor assembly. ¿replacement of the air-in-line assembly and subsequent functional testing the pump module functioned properly with no further alarms or malfunctions occurring. ¿this failure has been previously investigated. ¿it was noted during the visual inspection of the device that the latch pivot screw had backed out from its proper position. ¿replacement of the pivot latch and subsequent rate accuracy testing found the device to be infusing in specification. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #ca-2013-0509 for motor stall. CAPA #_00926 for door latch. CAPA #ca-2018-0161 for iui's. CAPA #ca-2014-0284 for ail. CAPA #ca-2013-0494 for damaged sear. CAPA #ca-2015-0195 bezel lower hinge crack.